Manufacturer narrative:
Additional device product codes: kwp, mnh, mni. (B)(4). A device history record (DHR) review was conducted: part: 04.615.601s, lot: 1l31217, manufacturing site: (B)(4). Release to warehouse date: 20.sep.2018. Expiry date: 01.sep.2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. A product investigation was conducted. Visual inspection: visual inspection of the returned plate revealed a peeling/stripped thread start on one of the two rod clamp components (04.615.601.2). A fragment of what appeared to be a thread was returned with the devices. During initial visual assessment at cq, the fragment was thought to have been from this plate's rod clamp. However, due to the size of the fragment, it was determined during investigation to have not come from this plate or any of the other returned devices. Therefore, a broken condition was non confirmed during investigation. It was unknown at the time of the investigation from which device it came. Dimensional inspection: dimensional inspection could not be performed due to the received condition of the device. Document/specification review: relevant drawings were reviewed during investigation. No design issues were observed. Conclusion: a peeling and stripped thread condition was observed during investigation. No manufacturing issues were identified during investigation. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2019 that an unknown locking cap has loosen postoperative. It is unknown how the issue was discovered. It is unknown if there was patient consequence. During manufacturer's preliminary investigation of the returned devices it was observed that occipital plate has broken/peeled thread. Concomitant device reported: occipital screw (part # 04.601.110, lot # 9266553, quantity 1), occipital screw (part # 04.601.110, lot # 8578433, quantity 1); occipital screw (part # 04.601.110, lot #: l950900, quantity 1), locking screw synapse (part # 04.614.508, lot # unknown, quantity 5). This report is for one (1) ti occipital plate-medial 50 mm width for 4.0 mm rods. This is report 2 of 2 for (B)(4).